Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 108 mg/dl and their sensor glucose read 40 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. Troubleshooting found the end of the customer's sensor was slightly hooked. It was also found the customer had blood at site. Customer declined to troubleshoot for their blood at site. The customer was advised that the sensor would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor and performed bicarbonate buffer test. The sensor failed per specifications due to high readings. Unable to confirm the needle complaint due to needle not being returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.